Event description:
Patient underwent a bifrontal craniotomy on (B)(6) 2024. On (B)(6) 2024, the jp drain that was placed during surgery was removed. While the jp drain was being removed at the bedside, the drain tubing snapped. CT head showed a radiopaque tubular structure in the frontal scalp with irregularity of a portion of the drain on the left, where there was previously extension of the catheter tubing through the temporal scalp and outside of the skin. Patient was taken to the or for removal of this retained catheter fragment.